Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead oversensing due to lead damage was observed. The lead was capped during an unrelated elective replacement of the ICD. The patient was in a good condition afterwards.